Manufacturer narrative:
The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified an iodine stain on the cap, but did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified as the product met specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was dirty. There was no patient injury and no medical intervention related to this event. No additional information is available.